Event description:
New information received indicates that programming changes were made.

Event description:
It was reported that low, out of range pacing lead impedance and increased capture threshold were observed. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).